Event description:
A ventilator was returned to a third party service ctr for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.